Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) had a pocket revision as the patient complained of pain around the pocket. The ICD remains in service. No additional adverse patient effects were reported.